Event description:
It was reported this probe was used for an ablation procedure. When the needle was withdrawn it was noted the insulating cannula had been damaged. A metal introducer had been used. The procedure was completed successfully with another probe. No pt complications were reported. This device was received and evaluated. Insulation damage was noted at 3 1/2 to 4cm proximal to the distal end. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the r/f electrode probe is intended to be used in conjunction with a radiotherapeutic corp radio frequency (rf) generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions...localized burns to the pt or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula...use of this device results in localized elevated temperatures which can cause thermal injury to the skin if the electrode is deployed in a shallow position. In addition, tissue or organs adjacent to the tissue being ablated may be thermally injured."